Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the patient received requests to pair new transmitter after previously pairing. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause was determined to be potential patient misuse.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.